Event description:
The manufacturer representative reported a patient had been experiencing decreased therapy results without effective dosing. The patient underwent an MRI of the catheter which showed the catheter had migrated out of the intrathecal space. The drug used in the pump was baclofen 2000 mcg/ml. The patient was treated with oral baclofen and replacement of the catheter. Following the replacement, the drug was changed to baclofen 500 mcg/ml and the patient recovered.